Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl. Their blood glucose at the time of call was 450 mg/dl. The customer stated that they changed their infusion set and bolused into the air, but very little insulin exited the tubing. The patient decided to treat their high blood glucose via manual insulin injection. During troubleshooting the customer confirmed that the drive support cap appeared normal. There were no air bubbles noted. The customer was able to prime without incident as well. The customer declined to review their device settings. The customer was then advised to change the infusion set, reservoir and insulin and resume insulin pump therapy. The insulin pump was not returned for analysis.